Manufacturer narrative:
Pump received with no up and down button response due to corroded keypadtraces. No reacting, ramping numbers on their own or scrolling barmoving anomaly noted. Unit was received with scratched lcd window,cracked case at display window corners, cracked on reservoir tube lip,cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 13 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.